Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with physioneal and extraneal therapies. On (B)(6) 2012 the patient experienced peritonitis manifested by vomiting and intense abdominal pain. The patient was not hospitalized for the event. On an unreported date, the patient began remedial treatment with ceftazidime 1g ip daily and fluconazole 1 tablet daily. The patient was recovering from the peritonitis.